Event description:
It was reported that the pulse generator was found to be operating in backup vvi mode through a remote merlin.net transmission. The patient was brought into the clinic and found to be asymptomatic. Troubleshooting was not attempted due to the devices low battery status. It was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
Device evaluated by MFR: has been updated to yes.